Event description:
It was reported that the patient lost stimulation coverage of the left leg due to lead migration. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well postoperatively. The explanted leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: (B)(6).